Event description:
A 16mm amplatzer septal occluder (aso) was successfully implanted but embolized to the left ventricle after the procedure. An attempt to percutaneously snare the aso was unsuccessful. The patient was sent for surgical removal of the aso and atrial septal defect closure.

Manufacturer narrative:
(B)(4). Sjm could not evaluate the aso involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported event remains unknown.